Manufacturer narrative:
This device is not distributed in us so that unique identifier is blank. This device is classified as import for export, therefore 510k is not applicable. Model ec38-i10l-us is available in the USA witha 510k number k131855. Evaluation summary it was caused due to a malfunction on the ccd.

Event description:
This event occurred at the time of during use. There was no report of patient harm. The image became red and stopped using.